Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1800201 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier did not fully open. The jaws opened, but they were half-opened.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. The returned sample was reviewed with a r & d engineer. First, the partially loaded clip was manually removed adn the trigger cycle was completed. Upon completion of the trigger cycle, the jaws were able to fully open. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. However, the jaws were able to open properly. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It was also found that the yoke was broken where the yoke pin is connected. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Non-conformance 60045511 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "jaw not fully open during use" was not confirmed based upon the sample received. One device was returned. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. However, the jaws were able to fully open during testing which is why the reported complaint issue was not confirmed. Although the reported complaint issue was not confirmed based on functional testing, there was a confirmed defect with the clip stacking issue. It could not be determined exactly how or when the clips became out of position, but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the jaws of the applier did not fully open. The jaws opened, but they were half-opened.